Manufacturer narrative:
(B) (4). The site indicated the incident device was not available for investigation, so no eval can be done. The forcetriad was tested at the site by covidien and was found to be to specification. The covidien territory manager has gone to the site to observe and reinforce best practices with the surgeon involved.

Event description:
The customer reported that during a laparoscopic procedure, the device didn't seal the vessel. There was an activation tone and an end tone, indicating a completed seal cycle. There was no visible evidence of sealing and there was bleeding. The operation had to be converted to an open procedure. Sutures were used to close vessel and pt is said to be fine. The forcetriad was set at 2 bars. The site has indicated the device is not available for eval.